Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: aug 22, 2013. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during a proximal femoral nailing (pfn) procedure on (B)(6) 2017, when the connecting screw was tightened to the pfn insertion handle and nail, it disables the antirotation screw. The knob cannot be tightened to the maximum, and only could be tightened to the conventional setting, running a risk of intraoperative loosening of the nail and misalignment. The misalignment could lead to the drill bit interfering with the nail. As a result, the pfn system could not be implanted as planned and the surgery had to be completed with a dynamic hip system (dhs) plate. There was a surgical delay of unknown duration due to the reported instrument issue. The surgery was successfully completed with no reported patient harm. The patient¿s outcome was reportedly good. The reported complaint is alleged against the insertion handle only. Concomitant medical products: 1x aiming arm (part 357.106 lot 8013418); 1x protection sleeve (part 357.031 lot 1661117); 1x connecting screw (part 357.021 lot 9224796); 3x pfn nail (part 273.130, part 272.131, part 272.132 lot unknown); 2x insertion handle (part 357.012 lot 9746648 and lot 8494490); 1x wire (part and lot unknown); 1 unknown drill bit (part and lot unknown). This report is 1 of 1 for (B)(4).